Event description:
Upon opening an e. R. Suture removal tray, rust was found on the scissors. I decided to examine all suture removal trays and found that in a suture removal kit, there was rust on both the forceps and the scissors.